Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was inserted into an eye, the surgeon noted something in the lens. The lens as immediately removed and another lens was implanted instead. There was no reported harm to the patient. Additional information was requested.

Manufacturer narrative:
The lens was not returned for evaluation. A used cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The cartridge tip has heavy stress and two small aneurysms on the bottom. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The indicated associated product are qualified with this lens. The root cause for the reported issue could not be determined. The lens was not returned. The associated cartridge was evaluated. Top coat dye stain testing was conducted with acceptable results. The observed tip stress and aneurysm may indicate the plunger/lens were not in acceptable positions for advancement. The manufacturer internal reference number is: (B)(4).